Event description:
During an incident in 2002 involving a pt who reported "feeling ill", this defibrillator, which was being used to monitor and displayed ECG on the screen, shut down after approx 2 minutes. The fire department later tried to monitor with the same unit and it shut down again after approx 2 minutes. ECG was displayed on the screen and the "check electrodes" prompt was not present.